Event description:
The following was reported: patient had a 2 stage revision due to infection. Patient is inquiring if the stryker implants used in the 2nd stage revision are subject to a recall. Patient did not report any issues after revision surgery.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon femoral distal augment 5mm - size 3 right; cat# 5540-a-302 ; lot# egr9v, triathlon femoral distal augment 5mm - size 3 right; cat# 5540-a-302; lot# b9a4t, triathlon total knee system offset adapter 2mm;cat# 5570-s-020; lot# 0075380j, tri press-fit stem 16mm x 100mm; cat# 5565-s-016; lot# 0083070h, tri ts baseplate size 3; cat# 5521-b-300; lot# ea44xa, triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# 0088921h, tri press-fit stem 16mm x 100mm; cat# 5565-s-016; lot# 0083067m, tri ts femur sz3 right; cat# 5512-f-302; lot# b3a3b, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mla083. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.